Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd insyte¿ autoguard¿ peripheral intravenous catheter caliber is tearing. The following information was provided by the initial reporter, translated from portuguese to english: customer reports that iag 22g caliber is tearing.

Event description:
It was reported that while using bd insyte¿ autoguard¿ peripheral intravenous catheter caliber is tearing. The following information was provided by the initial reporter, translated from portuguese to english: customer reports that iag 22g caliber is tearing.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 132746, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined as the device appeared to have been used. This type of defect can occur during the catheter placement process or during the process of breaking tip adhesion. H3 other text : see h10.